Event description:
A baxter service technician found that a homechoice system failed performance specification of the therapy monitored volume during testing.

Manufacturer narrative:
(B)(4). The home choice (hc) device had failed the return instrument test/evaluation (rite) volumetric accuracy during fill 1, drain 1, fill 2 & drain 2, but passed the rite electrical test. The device was received operational and in good condition. Internal/external inspection found no issues. Therapy monitoring volume failed performance specification by nature is not recorded in the device logs; therefore, review of the device logs revealed no previous occurrences. The cause for rite test failure - volumetric accuracy was determined to be deteriorated piston foam. The device's service history record was reviewed and no issues were identified that may have contributed to the rite accuracy failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.